Manufacturer narrative:
No further investigation or correction will be performed except those mentioned above. This complaint is not reportable (category 5 in risk assessment). The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for use. The root cause was determined to be a defective internal battery. In consequence (correction) the internal battery was replaced. There was no patient or user harm.

Event description:
As soon as the hospital staff pulled the ac plug on an outlet, the device shutdown automatically and the buzzer sounded.